Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the implantable cardioverter defibrillator (ICD) system, the patient became increasingly short of breath and was given non-rebreather with oxygen saturation. Due to concern for worsening respiratory distress, the patient was sedated, intubated, and was returned to the cardiovascular intensive care unit. It was suspected that the symptoms may have been a result of the patient's pre-existing condition of vocal cord paralysis. An x-ray was performed which showed left pleural paraenchymal density compatible with an effusion and basilar atelectasis. Medications were required as well as percutaneous endoscopic gastronomy and tracheotomy. The patient then suffered from acute hypoxemic respiratory failure and aspiration-related pneumonia which were treated with antibiotics and additional medications, and later resolved. The patient also became hypotensive post-procedure which was treated with medication, however it was suspected that the hypotension was related to medication administered while the patient was intubated. The patient experienced cardiogenic shock which later resolved. The ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.